Event description:
Patient was revised to address a large amount of osteolysis as a result of poly wear. Loosening of the tibial tray at the cement/bone interface was also reported; however, the manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4). Operative notes and x-rays received. Review of the supplied inputs confirmed osteolysis and bone loss from the lateral distal femur. The reported polyethylene wear could not be confirmed based on the available information. The patient's weight, coupled with the length of time between date of insertion and date of revision, it would not be unexpected to observe the polyethylene wear that was described within the complaint. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.